Manufacturer narrative:
Customer returned device complaining of an unstable rate. Technician examined the device and repaired a solder joint. After repair, the fault could not be duplicated. The device was re-calibrated and final tested. All tests were passed and the device was returned to the customer. Reason for fault/complaint is unk. Possible solder joint failure in mfg or from rough handling.

Event description:
Pace medical was notified on april 6, 2011 by (B)(6) via leter that unit had a fault.